Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to use error through off axis impact. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the handle broke off impactor while impacting a trial cup. Had another impactor in set so no delay was involved in the case.

Event description:
Additional information indicated that the silver impactor end cap broke off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :examination of the returned instrument confirmed the complaint. The root cause is attributed to use error through off axis impact. Complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Added: description of event or problem. Device history lot : null. Device history batch : null. Device history review:null.